Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 03-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by manufacturer: synergy ous mr 2.25 x 32mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed distal stent damage. Strut row 1 from the distal end of the stent was lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. O other issues were identified during the product analysis.